Event description:
It was reported that cardiac perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage closure (laac) procedure was being performed and a watchman trusteer access system (was) and a 24mm watchman flx pro laa closure & delivery system (wds) were selected for use. The transeptal puncture (tsp) was completed with a versacross connect. The physician did note difficulty advancing the wire, so it was retracted and reengaged low. This allowed the wire to advance into the left superior pulmonary vein. The wire was exchanged for a pigtail catheter. The closure device was advanced into the laa and deployed. A partial recapture was needed and a second deployment followed. While assessing device compression, a pericardial effusion was noted on the aortic root. The physician and echocardiologist decided to monitor the effusion and to release the device because it met all of the position, anchor, size, and seal (pass) criteria. The patient's blood pressure began to drop, so a pericardiocentesis was completed. Fluid was drained and vitals were monitored. A blood transfusion was required. The patient became hemodynamically unstable and was sent to cardiothoracic (CT) surgery where the perforation was repaired, and the device remained implanted. The patient was admitted to the hospital.

Event description:
It was reported that cardiac perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage closure (laac) procedure was being performed and a watchman trusteer access system (was) and a 24 mm watchman flx pro laa closure and delivery system (wds) were selected for use. The transeptal puncture (tsp) was completed with a versacross connect. The physician did note difficulty advancing the wire, so it was retracted and reengaged low. This allowed the wire to advance into the left superior pulmonary vein. The wire was exchanged for a pigtail catheter. The closure device was advanced into the laa and deployed. A partial recapture was needed and a second deployment followed. While assessing device compression, a pericardial effusion was noted on the aortic root. The physician and echocardiologist decided to monitor the effusion and to release the device because it met all of the position, anchor, size, and seal (pass) criteria. The patient's blood pressure began to drop, so a pericardiocentesis was completed. Fluid was drained and vitals were monitored. A blood transfusion was required. The patient became hemodynamically unstable and was sent to cardiothoracic (CT) surgery where the perforation was repaired, and the device remained implanted. The patient was admitted to the hospital. It was further reported there was a pinhole perforation through the aorta. 1100cc of blood was removed. The patient was moved to the ICU and later passed away. There was no official cause of death provided.

Manufacturer narrative:
B2: outcomes attrib to adv event - updated. B2: date of death - updated. B5: describe event or problem - updated. H6: impact codes - updated.